Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2007 for permanent sterilization. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, excessive hair loss, dental problems, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Subsequently, she sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to determine the cause of pain, she underwent an ultrasound on (B)(6) 2015, which determined that her left essure coil had partially migrated into her uterus. On (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to an adult female plaintiff who experienced chronic pelvic pain among other non-serious events shortly after essure (fallopian tube occlusion insert) insertion procedure. An ultrasound performed after 8 years showed that left essure coil had partially migrated into her uterus. She sought treatment but was unable to resolve them. Approximately 8 years and a half after essure insertion, she underwent a hysterectomy to remove essure coils. Pelvic pain and device migration are listed in the reference safety information for essure. Considering that essure may cause pelvic pain, that in this case the pelvic pain started after essure insertion, that she never had this pain prior to essure and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. Since there is a risk that the device could move out of the fallopian tubes, this dislocation is also assessed as related. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil partially migrated into her uterus") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue") and abdominal distension ("bloating"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, back pain, alopecia, tooth disorder, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she found turmeric and seaweed helped with bloating ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post: abdominal distention". Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: social media post received. Reporter added. Event bloating added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.